Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic hysterectomy procedure while performing mesentery treatment, the foot pedal was pressed to activate the monopolar curved shears (mcs) and a sound was heard, but the shears did not energize. The shears were exchanged to resolve the issue and it was found the mcs cord was inserted in the instrument too deeply. This resulted in a 4 minute delay. There was no patient injury.

Manufacturer narrative:
H2) correction: d1, d10, e (facility name, street 1, city, region, country, postal code, fax number, phone number) h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported monopolar curved shears. The monopolar curved shears sample was not made available for this incident as it was discarded by the customer. Evaluation of the logs indicated that the monopolar coagulate energy had been activated for the monopolar curved shears. The system did recognize this command. The logs are not able to show the cutting performance of the energy when applied. Evaluation of the monopolar curved shears noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic hysterectomy procedure while performing mesentery treatment, the foot pedal was pressed to activate the monopolar curved shears (mcs) and a sound was heard, but the shears did not energize. The shears were exchanged to resolve the issue and it was found the mcs cord was inserted in the instrument too deeply. This resulted in a 4 minute delay. There was no patient injury.